Manufacturer narrative:
(B)(4).

Event description:
The pharmacy department made up a concentration of 2000 ug/ml baclofen and labeled it as 500 ug/ml. This drug was then used to prime and fill a newly implanted pump. The pt received an overdose of baclofen because the doctors thought they were using 500 ug/ml as this is what drug was ordered. The pt was medically managed. The pump was set to minimum rate. The hcp was provided expert medical advice with regards to managing the overdose. The hcp will do a rinse of the pump reservoir and refill with the lower concentration of drug when the pt is stable. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.